Event description:
A distributor reported that a customer's pump screen was broken, leaving it unreadable and non-functional. The reported blood glucose level was 160 mg/dl, which indicates no adverse impact to the customer's blood glucose level. Corrective actions included the initiation of the process to return the pump for further examination and plans to provide a replacement pump. No additional information was provided regarding the outcome.